Manufacturer narrative:
The MFR concludes the device operated to design specification. There was no allegation of device malfunction. No further action is required.

Event description:
The MFR received info that indicates an adverse event occurred while a bipap harmony was in use. According to the reporter of the event, the pt who uses the bipap continuously was removed from the device for routine care. The pt was then placed back on the bipap and the reporter of the event is uncertain if the device was restarted. A family member checked on the pt ten minutes later and the pt was found to be in cardiac arrest. The bipap was reportedly in the "off" position at the time of the event. The pt was taken to a hospital where they remain in an unconscious state. The bipap harmony is compatible with smartcard technology which records all device and pt events. At the time of the reported incident, the smartcard was not inserted in the device therefore it cannot be determined if the device was restarted when the pt was placed on the device. The bipap was evaluated by the MFR and was found to operate and alarm as designed. No malfunctions or deficiencies of the device were identified. The bipap harmony is intended to provide non-invasive ventilation for pediatric pts 7 years or older > 18.2 kg (40 lbs) and adult pts > 30 kg (66 lbs) with respiratory insufficiency or obstructive sleep apnea. The harmony should not be used if you have severe respiratory failure without a spontaneous respiratory drive or the inability to maintain a pt airway or adequate clear secretions.